Event description:
The customer reported that sometimes the insulin pump does not alarm no delivery when she does not receive the insulin. The customer called and stated the buttons on the device are worn out. The caller mentioned that her blood glucose is over 400mg/dl. The caller stated that the last week the cannula was bent when she removed it from her body, but the insulin pump did not alarm no delivery. The customer declined to continue testing and will call back when the tubing clamp is available. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.